Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly the customer entered too large of a bolus which resulted in a decrease in blood glucose. Reportedly, the customer attempted to self-treat their bg with a glucagon shot and consumed carbohydrates. Reportedly, the customer required additional assistance and called paramedics to transported the customer to the emergency room (ER) where they were treated intravenously with fluids of saline. Customer was released from ER on (B)(6) 2023 with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.